Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2022-04763. It was reported the patient lost effective coverage due to the t12 and l1 drg leads migrating. The patient underwent surgical intervention where the leads were replaced with new ones restoring therapy.